Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, patient underwent following procedure: complete foraminotomy, laminectomy and inferior face tectomy, l4-5; transforaminal discectomy, l4-5; interbody cage insertion , l4-5; posterior lateral interbody fusion with local bone graft, l4-5; posterior fusion with legacy peek non-segmental instrumentation, l4-5; for pre-op diagnosis of: partial ca da equine syndrome with massive central disc herniation l4-5. As per op-notes: "...the transverse process and outer portion of aspect of the facet joint were decorticated. A cage filled with bmp and inserted into the midline of interbody space to help maintain anterior column support as well as lordosis. Posterior lateral interbody fusion was completed with local bone graft.. Posterior lateral gutters were filled with combination of local bone graft, graft matrix and bmp.. Final inter operative x-rays showed excellent position of all implants.. No inter operative complications were noted.."patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.